Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the electric pen drive device and the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was determined that the device started running when plugged in lock mode, and the device failed pretest for check function and direction of rotation. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported from (B)(6) that the electric pen drive device had an undetermined malfunction. During in-house engineering evaluation it was observed that the unit started running when plugged in lock mode, and the pick-up coupling was worn. It was further determined that the device failed pretest for check function and direction of rotation. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.